Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported sensor inaccuracies. The case was escalated to next level support for further assistance.there was no indication of an issue with sensor health. Customer care made multiple attempts to contact the user to share the response from next level support, but no response was received and no further assistance could be provided.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.